Event description:
The manufacturer received a work order reporting that the simplygo device exhibited low o2. During the evaluation of the device, the third-party service center visually inspected the device and confirmed the customer¿s complaint. The service technician observed melted filter. Additionally, the service center found damaged main pca, damaged canister, and inoperative compressor.

Manufacturer narrative:
Section event date in box b and date received by mfg in box g, become aware date has been updated/corrected in this report.